Event description:
The pressure sensor failed.

Manufacturer narrative:
Service determined the bezel recall was not affected.

Manufacturer narrative:
The pressure sensor failure was found related to an electrical failure.

Event description:
The pressure sensor failed.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned. There were multiple proximate causes of the customer report of failing preventive maintenance. Service determined the bezel recall was not affected. The pressor sensor failure was found related to an electrical failure.there was no reported patient injury. This device is used for therapeutic purposes.